Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a punctured reservoir. The probable root cause was determined to be the incorrect size syringe used to fill reservoir. Filling of the reservoir using the incorrect syringe can result in reservoir puncture. Lot qualification records were reviewed, and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016 using the pod 5 / page 48. Warning: do not use any other type of needle or filling device besides the syringe provided with each pod.

Event description:
Customer reported blood glucose level > 400mg/dl. Treated elevated level with manual injection and changing the pod.